Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon was ruptured at 10atm. A visible pinhole was noticed on the device. The device was removed from the patient's body without problem and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good post procedure.